Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300-400 mg/dl and a bolus via the pump was delivered to address the high bg. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Reportedly, the customer prefilled the cartridges and stored them in the refrigerator. The customer declined to remove the infusion set site. The customer was to change all of the pump supplies.